Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the guidewire could not be passed smoothly through the lead after repeated attempts. The lead was not used and was replaced. No patient complications have been reported as a result of this event.